Event description:
The user facility reported fluctuations on the patient¿s ECG. Patient information was unknown. No patient consequences were reported, and the event was noted as a peri-procedural adverse event. No additional information was available.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Patient information unknown.

Manufacturer narrative:
B3: corrected the date of the event. H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. (Arrhythmia): in order to make a cause determination, the clinical detailswould have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: this pump passed all post sterile inspection checks.